Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: adhesive on the distal sheath was chipped; control unit, scope cover, and switch box were scratched; bending tube and connecting tube were dented; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to a dent on bending tube, bending angle in up direction exceeded the standard value; an abnormal sound was made due to damage on angulation lever; buckling and deformation of the channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to an olympus distributor the scope's insertion part coating was peeling. The reported problem was found while inspecting the device during reprocessing prior to a diagnostic procedure. The procedure was completed with no harm or user injury. Upon inspection and testing of the customer returned device, the coating on the image guide pipe was found to be peeling off in excess of 1mm2. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the insertion part coating peeling was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.